Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
Correction: device available for eval, device return to manuf, device eval by manufacturer. Additional information: returned to manufacturer on, imdrf annex a,g,b,c and d grids, remedial action required, remedial action. Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex g grid.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.